Manufacturer narrative:
The facility returned the device to the manufacturer. An investigation of the returned device and the lot history record will be conducted. Additional details regarding the incident: the event occurred during a excisional biopsy of the right breast. The handpiece had been placed on the patient's upper chest and not back in the holster. It slipped off the patient's chest and caused two superficial burns on the right breast. None of the surgical personnel actually saw the incident occur. There was no footswitch involved in the incident. Follow-up on patient status: the physician indicated that the patient is doing well. The manufacturer will file a follow-up report once the investigation of the device and lot history record has been completed.

Event description:
During a breast surgery, a peak plasmablade that had been placed on the patient's upper chest slipped off and caused "two horseshoe-shaped superficial burns" on the patient's breast.